Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had volume issues. No patient injury reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed, the lcd lens was scratched and the downstream occlusion sensor was bubbled. Functional testing involved three separate delivery accuracy tests. The device was within manufacturing specifications, but slightly over delivering to published specification. The investigation determined that an issue with the expulsor was the cause of the reported issue. The expulsor was trimmed to bring the delivery to a more nominal of range. A review of service history found the device had not previously been in for service., corrected data: h6: health effects.